Event description:
It was reported that during a transcatheter aortic bioprosthetic valve (tav) implantation procedure within a patient with a pre-existing right bundle branch block/left anterior fascicular block, the patient was noted to have a prolonged qrs and complete heart block (chb). The temporary venous pacemaker was left in place in the right internal jugular vein. Following the procedure, the patient continued to require 100% ventricular pacing with underlying chb. An unspecified intravenous medication was administered, and subsequently, a permanent pacemaker was implanted two days later. The patient was discharged the day after the permanent pacemaker implant. It was noted that the hospitalization was prolonged. Per the physician, the chb was probably related to the tav.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.